Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure, the loss of capture and no sensing were observed on the right ventricular (rv) lead. Dislodgment of the rv lead into the right atrium was confirmed on the x ray. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.